Event description:
The pt was undergoing replacement of the ipg to a rechargeable version via pocket adaptor. Some intra-operative impedance values were greater than 40,000 ohms. The specific values were for the right side lead: c, 0 = > 40,000; c, 1 = > 40,000; c, 2 = 1650; c, 3 = 9589; 0, 1 = 9224; 0, 2 = > 40,000; 0, 3 = > 40,000; 1, 2 = > 40,000; 1, 3 = 39,778; 2, 3 = 10,324 ohms. Left-side impedances were within normal range except for on pair that was 4,300 ohms. Previous measurements on (B) (6) 2009 were: left side: 1501 ohms, 66 current, and right side: 693 ohms, 131 current. Settings were 0+, 1 & 2-, 3.2v, 210pw, 150 rate // c+, 5 & 6. The pocket had been flushed with saline, the connections disconnected, wiped down, and reconnected, and there was no fluid in the connector block. After the stimulation was on for 30 mins the impedances were re-checked: c, 0 = 37,380; c, 1 = 4,910; c, 2 = 1,586, c, 3 = 7,354; 0, 1 = 32,314; 0, 2 = 39,274; 0,3 = > 40,000; 1, 2 = 5,551; 1, 3 = 11,390; 2, 3 = 8,093 ohms. The programming remained the same as before implant so electrodes 0, 1, and 2 were being used. The pt was not getting great response from the stimulation though he felt it. Impedances dropped post-operatively but were again greater than 40,000 ohms on some pairs. The specific values were: c, 0 = 2276; c, 1 = 1012; c-2 = 4322, c, 3 = > 40,000; 0, 1 = 1899; 0-2 = 5962; 0, 3 = > 40,000; 1-2 = 5047; 1, 3 = > 40,000; 2, 3 = > 40,000 ohms. The pt did not have great relief from the system. He experienced shocking/jolting at the lead/extension connection and ins site starting several weeks prior. There was no known related accident or incident. Movement and palpation did not cause stimulation changes. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).